Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the nozzle unit was loose and leaky. In addition to the gap between the acoustic lens and ultrasound probe and the missing pieces/chips on the probe unit, the evaluation findings were as follows: a t-nut was loose, the suction cylinder was deformed, due to damage on the ultrasonic cable, displayed ultrasound image was defective and missing elements, due to damage on the acoustic lens, displayed ultrasound image was defective, the adhesive around the light guide lens was peeled, the adhesive on the bending section cover was detached, the channel tube had bucking, and due to detachment of acoustic lens, insulation resistance value did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera ii ultrasound gastrovideoscope auxiliary channel nozzle was unstable and leaking. There were no reports of patient harm. He device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a gap between the acoustic lens and ultrasound probe and missing pieces/chips on the probe unit.